Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes provided. Review of the notes demonstrated metallosis, small pseudotumor was found, and varnishing of the neck. Review of the device history record identified no deviations or anomalies. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07045. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had initial left total hip arthroplasty. Subsequently, the patient was revised approximately 7 years post implantation due to elevated metal ion levels. During the procedure, a small pseudotumor with metallosis and femoral neck varnishing was noted. Dual mobility and ceramic head were implanted without further complication or significant findings. No further event information available at the time of this report.